Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) photo. The visual inspection of the returned photos noted both pictures show product labels. The first photo is for the label of an egiaustnd with the lot number p6a1021x . The second photo is for the label of a sig60ctavm with the lot number n6l0824ux and an. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap chole procedure, the device was applied to the cystic duct, when the green button was pressed in preparation for firing and the handle was not allowed to fully return prior to attempting to fire. The interlock engaged and would not allow the device to fire. To correct a new handle and reload was used. There was no patient harm